Event description:
It was reported that the right atrial (ra) lead had lead warning for low impedance. The ra lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 implantable pulse generator (ipg) (B)(6) 2008. (B)(4).